Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported that patient could not control their bladder and their clothes got wet. Caller stated that patient was in a nursing home and they have lost the patient programmer (pp). Caller stated that doctor told them to call company for new pp. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on june 22nd responded yes to what was the cause of the sudden leaking. The patient responded yes to the what actions were taken to resolve the sudden leaking. The patient noted the sudden leaking had not been resolved. There were no further complications that have been reported as a result of this event.